Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was missing scale markings. The following information was provided by the initial reporter: there is no print; no scales on the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was missing scale markings. The following information was provided by the initial reporter: there is no print; no scales on the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 13-jun-2022. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the scale was not printed on the syringe, verifying the reported incident. A device history review was performed for reported lot 2112077, finding one annotation related to this incident. In the marking machine, a failure was detected with the inertia brake. Once detected, the mechanical team immediately repaired the failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, this incident was determined to be caused by the issue detected during manufacturing. H3 other text : see h10.